Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
It was reported through a legal event that a 55 year old female had hernia repair surgery on or about (B)(6) 2017. During the hernia repair surgery, the surgeon implanted a strattice firm mesh. After surgery, the patient had a revision surgery on (B)(6) 2017, with additional procedures on (B)(6) 2017.

Manufacturer narrative:
Although a lot number was reported, the lot number is invalid and therefore, an internal investigation cannot be performed. The conclusion remains unchanged. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. As reported in the initial: this legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 28/nov/2022, pmqa received notification from legal that the lot number associated with this event was found through discovery and is sp10c293. No other information was provided. Although a lot number was reported, "sp10c293" is not a valid lot number and therefore the lot number associated with this event remains unknown. As reported in the initial: it was reported through a legal event that a 55 year old female had hernia repair surgery on or about (B)(6) 2017. During the hernia repair surgery, the surgeon implanted a strattice firm mesh. After surgery, the patient had a revision surgery on june 14, 2017, with additional procedures on (B)(6) 2017.